Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Customer's blood glucose was 270 mg/dl. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.